Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("horrible periods") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscles pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menstrual disorder outcome was unknown, the arthralgia and myalgia had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, arthralgia, menstrual disorder and myalgia to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media : menstrual disorder, arthralgia, myalgia, abdominal distension. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case - case updated as incident. New event "joint pain, muscles pain and bloating" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('horrible periods') and pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscles pain"), abdominal distension ("bloating"), genital haemorrhage ("bleeding") and migraine ("migraine"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menstrual disorder, pelvic pain, genital haemorrhage and migraine outcome was unknown, the arthralgia and myalgia had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, arthralgia, genital haemorrhage, menstrual disorder, migraine, myalgia and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : menstrual disorder, arthralgia, myalgia, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('horrible periods') and pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscles pain"), abdominal distension ("bloating"), genital haemorrhage ("bleeding") and migraine ("migraine"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menstrual disorder, pelvic pain, genital haemorrhage and migraine outcome was unknown, the arthralgia and myalgia had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, arthralgia, genital haemorrhage, menstrual disorder, migraine, myalgia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media : menstrual disorder, arthralgia, myalgia, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- new event migraine was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('horrible periods') and pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscles pain"), abdominal distension ("bloating") and genital haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menstrual disorder, pelvic pain and genital haemorrhage outcome was unknown, the arthralgia and myalgia had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, arthralgia, genital haemorrhage, menstrual disorder, myalgia and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : menstrual disorder, arthralgia, myalgia, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("horrible periods") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscles pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menstrual disorder outcome was unknown, the arthralgia and myalgia had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, arthralgia, menstrual disorder and myalgia to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : menstrual disorder, arthralgia, myalgia, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('horrible periods') and pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscles pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menstrual disorder and pelvic pain outcome was unknown, the arthralgia and myalgia had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, arthralgia, menstrual disorder, myalgia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: . "Concerning the injuries reported in this case, the following one was reported via social media : menstrual disorder, arthralgia, myalgia, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New event added: chronic pelvic pain. Lab data added: ultrasound. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.